Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the tubing process. Customer stated that the insulin continued to drip after motor stops during the fill tubing process. Customer stated they were unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.